Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that during a device reposition, electrodes 6 and 7 became dislodged. The lead was reinserted and impedances were measured. Both electrodes were out of range (greater than 40,000 ohms), but they were n ot in use. The issue was noted as being resolved. Additional information received from a manufacturer representative. It was reported that the procedure was for a pocket revision to move the device to make it more comfortable for the patient. There was no lead migration and no new devices were implanted. They were unsure if the dislodgement/reposition issue had been resolved. Additional information received from a manufacturer representative. It was reported that when the representative reported that electrodes 6 and 7 became dislodged, they meant that electrodes 6 and 7 fell off the distal tip of the lead; they physically fell off the lead. The representative performed an impedance check and all the other electrodes were functioning normally. The representative had not heard from the patient and they noted that it seemed all was well and the issue was resolved.

Manufacturer narrative:
Product ID 977a260, serial# unknown, implanted: (B)(6) 2018. Product type lead; the lead was noted to have either serial# (B)(4) and they were unsure as to which lead was involved in the event. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: (B)(6) 2021, UDI#: g2: the country of origin is australia. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.